Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete fdc 11 now applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). It was reported the patient's ins eroded through the skin. The patient was not very big and this was thought to have contributed to the issue. The ins and extensions were surgically removed. The issue was resolved at the time of the report. The patient was alive without injury at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) revealed no anomaly. Analysis of the extensions (serial # (B)(4) and (B)(4)) revealed no significant anomaly. Analysis found the extension were cut/segmented due to explanation. If information is provided in the future, a supplemental report will be issued.